Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the membrane of the trocar broke during the introduction of the laparoscopic instrument. It was observed that the seal was damaged. To resolve the issue the product was removed. There was no patient injury.